Manufacturer narrative:
A ge service representative performed an onsite investigation. The sectors on the hard disk drive were identified as defective during evaluation of the device. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.